Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. Event is being reported to FDA on one medwatch since the limited information available indicates that a revision procedure occurred. Should additional information be received regarding the revision procedure, the complaint will be reassessed and, if warranted, further medwatch reports will be submitted.

Event description:
Patient was revised approximately 8 years post-implantation due to adverse reaction to metal debris (armd) and mechanical complication of the joint prosthesis.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog #: 15-105052, m2a 38mm one piece cup sz 52mm, lot # 049720. (B)(6). Reported event was unable to be confirmed due to limited information received from the customer. Visual inspection showed the head to be scratched and the rim to be dented and wear common from a metal on metal implant. The cup was found to be scratched on the inner radius and shows sign of wear. The stem was not returned. Quantitative analysis was run however might have been subject to small, but difficult to quantify, errors. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2018-08541.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: item #unk, unknown head, lot #unk. Item #unk, unknown stem, lot #unk. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports:0001825034-2016-04786, 0001825034-2017-05077.